Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and inquired setting up an appointment with a representative to discuss implant replacement. Agent provided nas phone number. Agent closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they are having issues with the stimulator and ins is no longer functional. The patient reported that they have been experiencing electrical shocks in their hands, feet, and head since about a year ago. Patient said the ins is not holding a charge awhile/since several years ago. Patient stated they saw a rep, but they couldn't help. Patient stated in the last year or so, the patient said they started feeling like electric shocks in their head and at night time when they lay down to sleep, they felt the shocks in the hands and feet. Patient stated on (B)(6) 2024 of this year they fell down and started getting headaches, and they started to feel the shocking in the head and hands as well. Patient stated they want to get the ins removed or replaced. The patient mentioned that the therapy helped them a lot because there are days when their pain gets really bad, but they stopped taking any pain medication. Patient asked for hcp listing. Patient provided new address and dob. Agent reviewed ins longevity, email physician listing, and email to device registration.